Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-56, lot# v226418, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot# v207129, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that ¿something popped¿ where the patient¿s implantable neurostimulator (ins) was implanted. It was stated this had occurred two summers prior to report and that the patient¿s ins ¿floated¿ a little bit at the time of report. It was also reported that at the time of report the patient could not get communication between her ins and her recharger or patient programmer. It was stated the patient was last able to communicate with her recharger three weeks prior to report. The patient noted her scar tissue was very thick at the pocket site. The patient was redirected to their healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.